Event description:
Additional information received identified the patient is able to take approved readings.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the readings observed from the sensor were inaccurate. The sensor was recalibrated multiple times to no avail. No additional information available at this time.